Event description:
It was reported to boston scientific corporation in 2008, that an injection gold probe device was used to perform an esophagogastroduodenoscopy (egd) procedure one day prior. According to the complainant, during the procedure, the device would not produce heat or coagulation. The physician completed with a second injection gold probe device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device was discarded. A device analysis cannot be determined; therefore, the cause of the reported event is undetermined.